Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008 with a guidant endotak reliance 181 (single-coil, integrated bipolar defibrillation lead). Upon scheduled follow-up performed on (B)(6) 2008, abnormal continuity measurements were observed on the ventricular coil.

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files rec'd. (B)(4). The analysis confirmed the abnormal rv continuity values detected (4 subsequent measurements showed the same behaviour). The corresponding warning message was displayed: lead impedance measurements were found within specs. Recommendations were provided to the subsidiary by email on 09 sep 2008: re-intervention and careful check of the connections were recommended in order to perform usual checks on the defibrillation part of the lead.